Manufacturer narrative:
Corrected data: d10: device available for evaluation? No. H3: device evaluated by manufacturer? Not returned to manufacturer. H6: event problem and evaluation codes: method: 4114 device not returned. The complaint kit smart card data was returned for evaluation. A review of the data on the smart card verified multiple alarm #1: air detected alarms occurred during a treatment that was not completed. The data shows approximately 21 ml of whole blood was processed when multiple alarm #1: air detected alarms occurred, and the treatment was aborted. Following the air detected alarms the collect pressure rose and then suddenly fell, indicating the pressure dome most likely detached from the pressure sensor. The alarm #1: air detected alarm is verified based on the smart card data; however, a root cause for the alarm and the pressure dome membrane leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. Mc: (B)(4). P.t. (B)(6) 2019.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome membrane leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h311 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h311 shows no trends. Trends were reviewed for complaint categories, pressure dome membrane leak and alarm #1: air detected. No trends were detected for each complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned kit and smart card is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4). P.t. 08/15/2019.

Event description:
The customer called to report a pressure dome membrane leak during the treatment procedure. The customer stated at the beginning of the procedure air entered through the collect line and they received an alarm #1: air detected alarm. The customer stated no blood had been collected yet. The customer reported after the alarm was received the pressure dome membrane disconnected from the pressure sensor. The customer stated they clamped the patient line and disconnected the patient. The customer stated the patient was stable. The customer has returned the kit and smart card for investigation.